Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. The customer's blood glucose (bg) level ranged from 200 to 400mg/dl. Reportedly, a cartridge change was performed resolving the issue.